Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 3 mdrs filed for the same patient (reference 3002806535-2016-00240 / 00242). Product location unknown.

Event description:
Patient was revised approximately 9 months post-implantation due to infection. The femoral head, acetabular liner and taper adapter were removed and replaced.